Event description:
The customer contact reported that a black substance that looked like mold was discovered on the tip of the piercing pin of the tubing set when the nurse removed the tubing set from the packaging. The tubing set was replaced in order to initiate therapy. There was no reported delay in therapy for the intended patient. It was unknown what medication was to be administered. No patient information was provided. In addition, the customer reported that an open case of the tubing sets had been inspected. There were no findings of a substance that looked like mold on any other tubing set within the case.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.